Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator display was blank. There was no patient involvement at the time of the reported condition. The ventilator was evaluated by a third party service engineer and the customer reported issue was confirmed. To resolve the issue,the display cable was tightened. The ventilator was reported to be running normally.